Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following section has been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One (1) certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified the screws fractured at threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth sites 34, 46 (fdi) and were used for an unknown amount of time. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture screw'. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k072642.

Event description:
Doctor reported screw fracture at tooth sites 34, 46. Patient has been rescheduled for new screws placement.